Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned their spinal cord stimulator (scs) quit working on saturday night; pt said they could not recharge their implanted neurostimulator(ins) because the recharger screen was blank/unresponsive even when plugged into the desk top charger (dtc). Pt called their healthcare provider (hcp) on monday and the hcp's office called a manufacturer representative (rep). Pt said they met with the rep on thursday and "got their stimulator going," but on the way home, the recharger quit recharging and the screen went blank/unresponsive again. Pt plugged in the recharger all night, but the recharger did not respond. Pt said they had the recharger plugged in for 1 hour today, but the recharger still did not come on.  Pt was in immense pain because their recharger would not charge their ins and their ins was depleted. Pt said they were "screaming and crying" because of the pain. During the call, the pt inspected the dtc connector pin and recharger port. Pt could not see plate inside connector pin hole. Pt mentioned they had poor eyesight. Pt plugged in the dtc to the recharger, but the recharger did not respond. The green light was illuminated on the dtc adaptor box. No damage was detected to the recharger port. Pt did say that the recharger would beep steadily when the dtc was not plugged in. Pt could not reproduce the beeping on the call. Pt could not reset the recharger because they did not have the proper tools with them. A replacement dtc was sent out.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep)regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that they had spoke with the patient over the phone. They were able to get their daughter go over and reset the device. The device is charging fine at this time. The patient's weight was unknown. This information was also confirmed with a physician/account. Additional information was received from the patient (pt). The pt reported that they got the desktop charger (dtc) working again by resetting the recharger (insr), so the dtc that was shipped was no longer needed.